Event description:
Biomed was called because the video monitor was displaying a great amount of interference. Rep went to inform the p.a. That biomed was on their way when rep noticed sparks + smoke coming from the area of light cord that connects to the scope. The scope itself and visible burns on the shaft. Bipolar cord had been accidentally plugged in wrong. Note: this scope was sent out for repair in 9/2004 related to a loose shaft to factory authorized medical scope repairs wire. This company could not be contacted today. Telephone had been disconnected.